Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6)., ltd (okr). For evaluation. Okr inspected the device, but could not confirm the reported event because the foreign material had been removed at the user facility. Omsc concluded that the reported event may have been caused by the reprocessing method performed by the user facility being different from the reprocessing method recommended by the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that foreign material adhered to the vicinity of 2 cm from the instrument channel port inlet. There was no report of patient injury associated with the event.